Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky button and non-responsive. Customer¿s blood glucose level was unknown. Customer reported that they had scuff mark on screen. Customer declined to helpline to submit form and troubleshoot with technical support. Customer reported that they had unexplained alarm and failed battery test. Insulin pump required rewind more than once per reservoir change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with intermittent button response due to flattened esc, act, up and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).